Manufacturer narrative:
Lot manufactured between october 1, 2020 to october 2, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed residual fluid inside the elastomeric bladder. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused a patient infusion. This was further described as the ¿patient received an incomplete infusion¿. Upon completion there was more than 10% remaining volume in the device. The device had been filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.